Event description:
It was reported that the needle test fired ok prior to use on the patient, however, during the procedure, the sheath failed to fire and did not cover the cutting edge. When the needle was removed from the patient's breast, it ripped the breast tissue and left a bigger cut than normal. This did cause stress to the patient. Neither patient injury nor medical intervention has been reported.

Manufacturer narrative:
(B)(4): five un-opened samples were received for evaluation. The needles were submitted to perform a charging/discharging test and the needles did not present any issues. Therefore the reported failure mode could not be confirmed and a definitive root cause could not be determined. A device history record review for the manufacturing lots showed no recorded quality problems or rejections related to this incident. Should additional information become available a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Unused samples from the same lot are said to be available for evaluation. A follow-up report will be submitted upon completion of the evaluation of those samples, if they are received.